Event description:
It was reported during a routine check performed by customer the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code 51. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse reseated the connection on motor control board. Unit checked for 1hr. No any error coming. The fse handed over equipment to customer in good working condition.